Manufacturer narrative:
Device evaluation of battery sn (B)(6) been completed. The reported problem (battery faults / charger faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported battery faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem and charger emitting "chatter") has been confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The cause was contamination on the battery pca and an internally shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the corrupted u13 microcontroller could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a power connector problem and charger emitting "chatter".